Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was observed that far p wave oversensing and some t-wave oversensing caused by premature ventricular contractions (pvcs) was noted on the implantable cardioverter defibrillator. Programming changes to address the far p wave oversensing were made. No changes were made to t wave oversensing. The patient was doing well.